Manufacturer narrative:
A complete analysis and testing of the enlite sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer is having repeated issues with her continuous glucose monitoring. Customer stated the insulin pump alarmed her that she was low, without feeling low. Customer cleared the threshold suspend alarm twice and resumed basal delivery. Customer also stated her sugar glucose was 70 mg/dl and her blood glucose was 492 mg/dl. The blood glucose reading was 492 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.